Event description:
The end user stated he was lying in the bed and had the foot of the bed raised. He stated pressed the hi/lo bed button. Started to make a noise and when at the highest position, the bed collapsed all the way down to 2 inches to the floor. Had previous surgery on his back and was in no pain below the waists prior to. Alleges new back injury.